Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The dealer stated that the foot spring frame snapped in half.

Manufacturer narrative:
Product was returned for evaluation. The return fields in (B)(4) state: beds, mattresses, rails. Other, hold for detailed evaluation. Product received expanded evaluation. The expanded evaluation report states: utilizing existing complaint information, actual observations, and functional testing of the returned product in its "as received" condition, the complaint was confirmed for the broken cross member. The head actuator was also confirmed to be unable to retract. Complaint was confirmed. The underlying cause could not be determined after reviewing the documentation in this investigation.

Event description:
Product was returned for evaluation. The return fields in (B)(4) state: beds, mattresses, rails. Other, hold for detailed evaluation. Product received expanded evaluation. The expanded evaluation report states: utilizing existing complaint information, actual observations, and functional testing of the returned product in its "as received" condition, the complaint was confirmed for the broken cross member. The head actuator was also confirmed to be unable to retract. The dealer stated that the foot spring frame snapped in half.